Event description:
Verrata was advanced to the left anterior descending artery (lad) and the connection would not read properly. It continued to read "connect wire to connector". Equipment was removed and a second verrata was opened and used successfully. Verrata pressure wire. Device is not available for return. No harm to patient.